Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -6.0/1.0/112 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2021. The patient experienced rotation not associated with low vaulting. On (B)(6) 2021, the lens was repositioned but this did not resolve the problem. On (B)(6) 2021, the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as unknown.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -6.0/1.0/112 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2021. The patient experienced rotation not associated with low vaulting. On (B)(6) 2021, the lens was repositioned but this did not resolve the problem. On (B)(6) 2021, the lens was exchanged with a longer length lens and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Manufacturer narrative:
H3- device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).